Manufacturer narrative:
On (B)(6) 2018; the manufacture date is not available. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The tip of a selectra was left in a patients right atrium during an implant on (B)(6) 2017. The patient came in for an lv lead revision on (b)(64) 2018 where the physician noticed that there was something in the patients ra. The lot number and model number of the selectra are unknown. The physician was able to extract selectra tip. Should additional information be received, this file will be updated.